Event description:
The customer reported that the device would not seal once the jaws were closed. No further information has been made available by the site.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.